Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was found to be missing from the housing puck. Due to the separation of sensor wire, the sensor wire is considered to be detached. Without a sensor wire, measurements could not be taken. Therefore the complaint of fracture wire could not be confirmed because the sensor wire was not returned.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon wire removal, patient was unable to locate sensor. Patient was concerned that whole or a fragment of the wire may have remained under his skin. Patient reports that he doesn¿t experience any pain nor redness or irritation at the insertion site. Patient consulted with his physician and reported that an x-ray showed a wire of 5-10 mm under his skin and was originally scheduled for surgically removing the wire from his body. In a subsequent email, patient reported to dexcom that his physician had advised against the surgical removal of the sensor from his skin since sensor wire was not bothering patient. Patient has agreed to send cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.